Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found.

Event description:
It was reported that there was no pacing output on the implantable pulse generator (ipg). The ipg was explanted and replaced. It was also reported the right atrial (ra) lead dislodged. It was noted there was no capture and high threshold. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.